Event description:
Additional information received from the consumer reported the circumstances that led to the jolt was changes to programming as it h appened when the consumer turned it off and when they had been set at 3.5-5.0 on program b. The issue stopped as when the consumer turned it back on it worked; but the consumer didn¿t want to get the jolt when it was turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, "from the very the beginning" (the caller indicated event date was in 2015, but this was not confirmed) the patient would get a temporary "terrible jolt" when they turned therapy off, and when they turned therapy back on as well. The caller stated that the patient's doctor advised them to decrease stimulation 0.1 at a time until it was as low as possible before turning therapy off. The caller said that this seemed to help and indicated that the patient did not experience the jolt when the patient followed the doctor's instructions. The caller stated that the stimulation was set to 3.5 when the patient experienced the jolt. During the call, the caller said the patient felt a jolt when they changed from group b (stimulation was set to 4.4 for right side of body) to group d (stimulation was set to 3.4 for right side of body). The caller said the jolt was temporary. The caller was redirected to the patient's healthcare provider to further address the issue. The patient's next appointment will be on (B)(6) 2023.